Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined as the explanted devices or serial numbers of devices used were not returned/reported.

Event description:
As reported, on february 18, 2014, underwent a left knee replacement surgery and was implanted with an optetrak device. On may 11, 2022, an MRI of the right knee demonstrated synovial expansion with intermediate signal intensity debris, consistent with polymeric wear. On may 17, 2022, a CT scan of the right knee showed osteolysis around the right knee prosthesis. Thus, due to worsening pain and instability, the patient was revised on june 7, 2022. During the revision surgery, plaintiff¿s orthopedic surgeon stated that the femoral component was loose, and he identified osteolysis of both femoral condyles and osteolysis of the posterior condyles and intercondylar notch.